Manufacturer narrative:
Correction to d4 catalog # mz1000-br. Additional information on event from customer added to b5 h3 other text : see manufacturer narrative.

Event description:
On 09.oct.23: add info received. We observed that for infusions of very small volumes (e.g. Infusions in neonatology). There is a small difference in flow rate, with a difference in drip. In this way, we see the need for a neutral pressure occluder for use in the neonatology public. According to the q-syte occluder product description: "it has no internal mechanism, allowing for a higher flow rate, greater reliability and ease of cleaning." Bd. I understand that the q-syte occluder addresses the issue more efficiently.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd valve maxzero postcure had flow issues. The following information was provided by the initial reporter with the verbatim: maxzero connector does not infuse in low ml doses in an infusion pump.